Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported that in the obstetric unit, two hours after child birth, the clinician attempted to remove the catheter. It was at the time during removal, that the catheter broke it the 2cm of its extremity. An MRI confirmed that a piece remained in the pt and as a result was surgically removed. There was no reported delay, death, or complications to the pt. The pt is fine.